Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a peripheral intervention procedure. Reportedly, the clip of the starclose se device was deployed; however, the device had to be ¿jiggled¿ a little to fully release the clip. Hemostasis was achieved with the clip of the starclose se device. A "string" believed to be part of the exchange sheath was removed with the device [sheath carving]. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.